Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6), 2011 after use of the product.

Manufacturer narrative:
This is one event for the same patient involving three separate products: associated mdrs 1225714-2014-03951, 1225714-2014-03952, and 1225714-2014-03953.